Manufacturer narrative:
Product registration- correction d4 catalog no - correction primary UDI number - correction h2 correction

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. The event date is an approximation. On (B)(6)2025, it was reported that the patient experienced symptoms of blurry vison, weakness, and had frequent urination while his dexcom cgm read 95 mg/dl. The patient wasn't able to do a bg test at home because he didn't have test strips. He drank a glucerna therapeutic drink, however the symptoms continued, so he decided to go to the emergency room (ER). He went to the ER and his bg was tested showing over 500 mg/dl while his cgm showed 158 mg/dl. Patient was there no medication of treatment given at the ER and he was allowed to go home after a couple of hours. He was given bg test strips and was advised to monitor his glucose level by doing bg tests at home and treat himself with insulin using his tandem pump on manual mode. Patient went home and was able to manage the situation by following the doctors advise. Patient confirmed that the symptoms stopped and his bg level went back to normal after close monitoring and appropriate self-administration of insulin. The patient was doing fine at the time of the call. No data was provided for evaluation. The allegation and the probable cause could not be determined. When the patient had their initial symptoms, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.